Event description:
Blood got in to the header of the device. Unable to remove blood. Per attending discretion opted to use new device. No injury to patient. Manufacturer response (as per reporter) for biv aicd, biv aicdawaiting response.